Event description:
The customer advised the tubes are overfilling. The overfilling tubes are used for testing on an analyzer (immucor echo). No further clarification provided.

Manufacturer narrative:
Complaint statement (B)(4). No samples were received for evaluation. We have no further complaints for the material/batch. The cause of the event cannot be determined.